Event description:
Literature was reviewed regarding tricuspid valve repair (tvr) in patients with right heart dysfunction after left ventricular assist device (lvad) implantation. The authors described a patient who experienced severe postoperative right ventricular (rv) dysfunction and required a temporary right vad. The rvad was removed nineteen days later. Approximately four months later, the patient presented with ascites, pleural effusion, anasarca, and renal insufficiency. Echocardiography showed an impaired rv function and high-grade tricuspid regurgitation (tr). The patient also developed acute kidney failure which required dialysis. Thereafter, a tvr was performed. The patient recovered slowly after surgical procedure and was discharged home with a competent tricuspid valve, without ascites, anasarca, and pleural effusion with improved kidney function without dialysis. The status of the device is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: tricuspid valve reconstruction in patients with right heart decompensation due to severe tricuspid regurgitation on lvad support. Journal of clinical medicine. 2024, 13, 6705. Doi: 10.3390/jcm13226705. D4: UDI information is unable to be obtained as the product was distributed outside of the united states and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.